Event description:
When examining a patient with the torso xl coil, the cable of the coil located between the table and the foam mattress burned, igniting the mattress cover and the blanket which protected the patient. The patient was not injured, but the nurse that removed the burning parts received a 2nd degree burn (size unknown at the moment).

Manufacturer narrative:
(B)(4). Method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.